Event description:
Boston scientific received information that ths right ventricular (rv) lead exhibited a low intrinsic amplitude. The physician determined from an x-ray that the lead had lost slack. A revision is planned. No further adverse patient effects were reported. New information received from the sales representative indicates the device had migrated causing the lead to lose slack. The device was re-anchored in the pocket and the leads were both repositioned. Following the repositioning of the device and leads, all sensing and threshold measurements were normal. If additional information becomes available the event will be updated.

Event description:
Additional information was later reported indicating the lead had been explanted. The patient had presented with a cardiac tamponade. The thresholds were too high to capture so the lead was removed six days after the reposition procedure.

Manufacturer narrative:
New information received from the sales representative indicates the device had migrated causing the lead to lose slack. The device was re-anchored in the pocket and the leads were both repositioned. Following the repositioning of the device and leads, all sensing and threshold measurements were normal. At this time there is no additional information available. If additional information becomes available the event will be updated. At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead failed the helix mechanism test, the helix failed to extend most likely due to dried blood in mechanism. This damage was determined to be procedurally induced. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.